Event description:
A complaint was received indicating the adc meter turns on when the button is pressed but not with the strip inserted. No glycemic symptoms were experienced however, hcp arrived at the customer's home and provided intravenous glucose fluids and additional unspecified medication for the treatment of hypoglycemia. The customer was brought to the hospital and received additional intravenous glucose fluids and additional unspecified medication for the treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Testing was performed on retained precision strips and all units performed in the specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.